Event description:
It was reported the temperature indicated 27 degrees when the catheter was inserted in the body. Nothing was changed by exchanging the cable. The catheter was exchanged with a new one and the operation was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.